Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The potential probable causes for this event could include a fit/ sizing issue or a procedural error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the poly did not seat properly on the lateral side. The surgeons mentioned that the replacement poly neither seated correctly. It´s unknown when the event occurred and how was the procedure finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.